Event description:
Customer stated the code on the device did not match the code on the glucose strip vial. Later the pharmacist called in for the customer and stated that the code key did not match the code displayed on the device screen. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.